Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the dvi cable not working was confirmed due to a faulty circuit board. An additional issue with the worn-out video connector was identified during the device evaluation.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center in a simulation lab, the digital visual interface (dvi) output was not working and was not able to carry a signal with the dvi cable. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). Additional non reportable defect found during device evaluation: minor dents on front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.